Manufacturer narrative:
The customer returned the one-piece breast shield, valves and membranes, which were evaluated on (B)(6)2019. The parts were visually examined and the one-piece breast shield interface dimension was measured and found to be within specifications. The customer's report of a fit issue related to the one-piece breast shield could not be confirmed.

Manufacturer narrative:
The customer was offered two-piece breast shields and connectors, which she refused. At her request, she was sent replacement one-piece breast shields so she could return them to the store in exchange for two-piece breast shields. Return of the one-piece breast shields were requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2019, the customer confirmed that she developed mastitis and was prescribed an antibiotic, which she finished. She indicated that the original two-piece breast shields work really well and the mastitis was resolved. Based on the results of (B)(6), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that she experienced low suction with her pump in style breast pump when using the one-piece breast shields she purchased separately. She further alleged that she got lumps and mastitis and was instructed by her doctor to restart the antibiotics she was prescribed previously. She went back to using the original [two-piece] breast shields and was able to express more milk.